Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). It was reported that the cause of the recharging more often has not been determined. However, after switching to a program utilizing less electrodes the problem has resolved. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient was charging too often. The patient went from charging once every two weeks to once every 2-3 days. That patient has not been reprogrammed, switched groups, or had any parameters increased. Unknown if the patient has had previous overdischarge. The caller stated she met with patient yesterday and did not have historical impedances to compare against, did not check the recharge stats, and did not run impedances. No falls or trauma were reported. Trouble shooting could not be done due to lack of access to product. The caller also stated she did trouble shooting yesterday, confirmed the patient's ins recharger works and said nothing seems out of the ordinary. No further complications were reported. No patient symptoms were reported.